Event description:
Same case as MFR # 2134265-2009-07358, same patient as MFR# 2134265-2009-07356. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced recurrent angina and in-stent restenosis. The 12mm and 90% stenosed target lesion was located in the proximal right coronary artery (rca). There was a reference vessel diameter of 2.75mm. The lesion was predilated and a 2.75x16mm taxus express2 stent was implanted resulting in 0% residual stenosis. Following placement of the stent, a small type a dissection was noted at the proximal edge of the stent, and was treated with placement of an overlapping 2.75x16 taxus express2 stent, resulting in a 0% residual stenosis and excellent angiographic results. During the same procedure, a lesion in the 1st obtuse marginal (om) was treated with a 2.0x15mm non-bsc bare metal stent. The patient was discharged 1 day later on aspirin and clopidogrel. At 264 days post index procedure, at the 9 month follow up visit, the patient complained of recent onset recurrent angina on exertion and at rest. The patient underwent coronary angiography and was diagnosed with in-stent restenosis. The 90% stenosed lesion was located in the proximal to mid portion of the index stent in the proximal rca. There was also critical ostial stenosis and mild diffuse atherosclerosis distal to the study stent. Core lab report noted 80.79% stenosis of the proximal rca, and was treated with predilation, placement of a 2.75x28mm non bsc stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.